Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of an infusor device which overinfused was not confirmed nor duplicated during product evaluation. A visual test was performed with no signs of abnormality found. A performance test was also performed, finding the flow rate to be within the specified range. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter (B)(4) received a report that one (1) infusor device reportedly overinfused during the patient use at the hospital. The actual flow rate was 100ml/38hr which finished 8 hours earlier than expected. And when the reservoir was deflated, the reservoir became unusual shape; only lower part of the reservoir that was around the crimp was deflated. The device was filled with 5-fluorouracil and saline. There was patient involvement but no patient injury and medical intervention. The actual sample is available. No additional information is available.